Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 4mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 3.00mm x 12mm nc emerge balloon catheter was advanced for post-dilation; however, when the balloon was inflated at high pressure, the balloon ruptured. The device was completely removed and was replaced with a non-bsc balloon catheter, thus completing the procedure. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 3.00mm x 12mm nc emerge® balloon catheter was advanced for post-dilation; however, when the balloon was inflated at high pressure, the balloon ruptured. The device was completely removed and was replaced with a non-bsc balloon catheter, thus completing the procedure. No patient complications were reported and patient's status was good.